Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the reagent probe wash collar waste valve to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (weight, race or ethnicity) was provided.

Event description:
The customer reported multiple erroneous low and suppressed (no value) patient results generated for multiple analytes which included alb (albumin), alt (alanine aminotransferase), alp (alkaline phosphatase), ast (aspartate aminotransferase), glucm (modular glucose), tp (total protein), chol (cholesterol), tg (triglyceride), hdl (hdl cholesterol) and tbil (total bilirubin) and qc (quality control) failing for multiple analytes on system unicel dxc 600 pro synchron system. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.